Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed on a patient that was noted to have a posterior rotation of the heart. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The initial transeptal puncture (tsp) was difficult to perform as there was no visualization via transesophageal echocardiography (tee) of the double curve sheath entering into the left atrium. The sheath was manipulated, but remained unseen and was removed from the appendage. A second tsp was performed, this time with a steerable versacross connect. The same double curve sheath was then passed through the left atrium, and the 27mm wds was advanced, deployed, and released in a single deployment. Prior to discharge, an echocardiogram was performed which revealed a circumferential, primarily posterior effusion with tamponade. Pericardiocentesis was performed to treat the effusion removing approximately 400ccs of dark red fluid. The patient remained in the hospital overnight and was discharged home the following day with no further complications.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed on a patient that was noted to have a posterior rotation of the heart. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The initial transeptal puncture (tsp) was difficult to perform as there was no visualization via transesophageal echocardiography (tee) of the double curve sheath entering into the left atrium. The sheath was manipulated, but remained unseen and was removed from the appendage. A second tsp was performed, this time with a steerable versacross connect. The same double curve sheath was then passed through the left atrium, and the 27mm wds was advanced, deployed, and released in a single deployment. Prior to discharge, an echocardiogram was performed which revealed a circumferential, primarily posterior effusion with tamponade. Pericardiocentesis was performed to treat the effusion removing approximately 400ccs of dark red fluid. The patient remained in the hospital overnight and was discharged home the following day with no further complications.